Manufacturer narrative:
Philips service replaced power supply module (pd. Assy. Frontpanel boxed); device operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that power supply module failure; device failed to start on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.